Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with mandible plate and screw construct on an unknown date. Post-operatively, it was noticed that there was a malocclusion. Patient returned to the operating room on (B)(6) 2013 for removal of hardware. During the revision surgery, it was reported that a screw pulled through a hole of the plate. All hardware was removed. No further information is available at this time. (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates the top of the head of the returned screw was completely damaged. The head thread was also damaged. The shaft of the screw is in fair condition. The thread profile, thread major diameter and thread minor diameter were all found to be within specification. The head profile of the threads on head could not be checked due to damage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that it is indeed possible, with maximal force though, to push the mentioned screw head beyond the first plate hole. Unfortunately it is not possible to measure the screw as the damages are too great. Note that we had not a single complaint with this screw so far. No product fault could be detected. Product is being sent to manufacturing for evaluation. The investigation is ongoing.